Event description:
It was reported that during a da vinci si splenectomy procedure, the surgeon nicked the patient's splenic vein, causing bleeding from the vessel. The surgeon successfully occluded the patient's splenic vein utilizing the da vinci vessel sealer instrument; however, the surgeon made the decision to repair the vessel using open surgical techniques, as it was his decision that damage to the patient's vessel could not be repaired using the da vinci si surgical system. The surgeon attempted to release the vessel sealer instrument from the patient's vessel using the emergency release tool; however, the surgeon was unable to release the instrument. Since the surgeon was unable to release the instrument using the emergency release tool, he pulled the instrument from the patient's vessel, thus causing additional damage to the patient's vessel. Reportedly, the additional damage to the patient's vessel was a small tear.

Manufacturer narrative:
On (B)(4) 2013, additional information regarding the event was provided by the isi representative who initially reported this event. The isi representative indicated that he was not present during the surgical procedure and that it is unknown why the surgeon did not release the vessel sealer instrument utilizing the master tool manipulators (mtm) on the surgeon side cart. The isi representative indicated the site reported to him that no malfunction of the da vinci si surgical system, instruments and/or accessories occurred during the surgical procedure that caused the injuries to the patient's vessel. The isi representative indicated that the site reported to him that the system was not in an error state when the surgeon attempted to release the instrument from the patient's vessel at the patient side cart and that the surgeon removed the vessel sealer instrument from the patient's vessel after converting the procedure to open. The isi representative indicated that he advised the site that the surgeon could have released the jaws of the instrument from the patient's vessel using the mtms on surgeon side console since the system was not in an error state or if the system had been in an error, the jaw on the instrument could have been opened by manipulating the thumbwheel located on the housing of the instrument. The csr indicated that the site made the decision not to return the vessel sealer instrument to isi for failure analysis, since no malfunction of the instrument occurred. The master tool manipulator (mtm) refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The thumbwheel is located on the side of the vessel sealer housing and allows the user to manually open and close the instrument jaws for intraoperative cleaning and emergency grip release. The csr indicated that he has re-trained the site on how to properly release and remove the vessel sealer instrument should this type of event recur. The endowrist one vessel sealer system user manual specifically states: general precautions and warnings - in case of system failure while the instrument is grasping tissue, open the instrument jaws by turning the thumbwheel in the direction of the arrow to release the tissue. Once the tissue is released, close the jaws (in this case, it is ok to close the jaws on an exposed blade). Squeeze the release levers and carefully withdraw the instrument. - after removal of the instrument during a system or instrument failure, use caution when opening the jaws using the thumbwheel, to avoid potential injury due to an exposed cutting blade. Based on the information provided, it was determined that the da vinci si surgical system did not malfunction in a way that would cause nor contribute to the patient injuries. As of (B)(4) 2013, there have been no reported recurrences of the issue at this hospital.